Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-may-2023. [Additional information]: on 07-may-2023, additional information was received. The information indicated that the target of the bleed was abdominal microvascular. The coil was successfully removed from the patient. Adequate and continuous flush was maintained through the microcatheter. A pre-deployment electrical check was performed. During the detachment cycle, the detachment light did not illuminate and the audible signal beep was not heard. The enpower control cable was not checked to see if it was operating properly when the complaint coil did not detach. There was no clinically significant delay in the procedure as a result of the reported issue. Section e.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular coil embolization procedure that was targeting a bleeding in the abdominal microvascular, a 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30407101) was used and it was reported that the coil could not be detached during the procedure. After several attempts, the coil was removed. The procedure was completed using pushable coils. It was reported that the physician commented that changing the enpower control cable might have resolved the issue, but he did not change the cable. It was not known if a continuous flush was maintained through the concomitant excelsior® sl-10® microcatheter (stryker). There was no negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section: d.2b: procode is krd/hcg. Section: e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30407101) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.